Event description:
The customer contact reported a disconnection; subsequently, blood loss was noted. The tubing set was connected to the pt's IV access site and was infusing normal saline and tacrolimus. After an unspecified length of time, it was noted that the luer connection became loose and disconnected from the IV access site. The pt was reported to have experienced blood loss. The tubing set was relaced and the infusion was resumed. There were no reported adverse pt effects. No medical interventions were required.

Event description:
Mandatory wedwatch was received which stated the following: "pt's spouse came to the nursing station and said a nurse was needed in the room right now. The nurse went to the room and found the patient with blood dripping from the triple lumen hickman line. The lumen was clamped off and several nurses changed the line and cleaned a copious amount of blood from the floor".